Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "primary procedure, left reverse shoulder. It was reported that the threaded portion of the inserter broke off in the glenosphere. The implant was removed and a second implant was used to complete surgery successfully with a delay of approximately 30 minutes".

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the reported event. The tip of the glenosphere impactor is indeed broken. The surface of the breakage shows a material deformation due to a sudden application of a high force. The toggling of the device during use is most probably the root cause of the breakage. However, this event was raised in the past, and two actions were taken on this catalog number: -the operative technique was previously revised to emphasise the importance of having a good connection between the two parts. The operative technique clearly describes the full engagement of glenosphere holder/impactor and glenosphere to eliminate any spaces and movement of glenosphere impactor/ holder. An nc and a CAPA were opened to rework the design of the device to avoid further breakages of the tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A s reported: "primary procedure, left reverse shoulder. It was reported that the threaded portion of the inserter broke off in the glenosphere. The implant was removed and a second implant was used to complete surgery successfully with a delay of approximately 30 minutes."